Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that pacemaker experienced a syncopal episode. Remote data was reviewed and confirmed the patient did not have any stored episodes within the last 72 hours. The presenting electrogram (egm) indicated that patient was atrial paced and ventricular sensed. All lead measurements were within normal limits. No additional adverse patient effects were reported.